Event description:
It was reported that during implant attempt, the lead was able to capture with the stylet inserted, but it could not capture when the stylet was removed. No patient complications were reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.